Event description:
A 43-yr-old woman currently suffering from complications of her previous breast implants. The pt had bilateral breast augmentation in 6/95 using saline-filled implants. Because of significant pain and discomfort in the axilla and in the breast, both implants were removed during an abdominal surgery in 12/91. Following removal the pt continued to have chest wall pain with pulling and stinging sensation in the left nipple. Left upper arm motion would aggravate pain in the breast and chest area. The pt also continued to have a skin rash on the chest and axilla. A biopsy in 10/93 showed this rash to be immunologically mediated with dermal perivascular lymphocytic infiltration. A breast biopsy in 8/94 also showed dense fibrosis and focal chronic inflammation.